Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse impact to the customer. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall adapter. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall adapter.